Manufacturer narrative:
Device is a combination product. A2: age at time of event: above 18 years and older. Device evaluated by MFR.: promus premier ous mr 16 x 2.25 stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and bunched. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left circumflex coronary artery. A 16 x 2.25mm promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left circumflex coronary artery. A 16 x 2.25mm promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.